Event description:
Device malfunction: recovery issue, entanglement. Symptoms/ae: foreign body removal, tia. Time of symptoms: during the procedure. It was reported that after a successful stent placement in a heavily calcified and heavily tortuous left internal carotid artery, the physician experienced difficulty in removing the rx accunet. The sheath position was lost, which pulled down the accunet. When going up with the retrieval device the accunet was pulled down and then embedded with the rx acculink. The physician attempted to retrieve the accunet with both provided retrieval devices, but was unsuccessful. The accunet was finally successfully retrieved with a 6f multi purpose guide catheter. Additionally, during the retrieval of the accunet, the patient experienced weakness in the right hand which was diagnosed as a transient ischemic attack (tia), lasting several minutes. No additional information available.